Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that infusion set had a bent cannula and insulin pump did not alarm for no delivery. Customer's blood glucose was 140 mg/dl. Troubleshooting was performed and insulin pump failed high pressure tes two out of three times. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The insulin pump was monitored for 24 hours and no unexpected rewind noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.